Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the venous reservoir outlet leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).